Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was flipping under the skin and was not allowing to charge. The patient underwent an ipg repositioning procedure and was doing fine postoperatively.